Event description:
It was reported that the customer passed away. The cause of death was brain stem hemorrhage and diabetes mellitus. The customer was wearing the insulin pump at the time of death. The customer's blood glucose read "zero" at the time of death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.